Event description:
It was reported that while completing a knee procedure using an ambient super turbovac 90 ifs, the surgeon noticed that the wand was missing an electrode. The procedure was already completed successfully, however, the surgeon felt that it was necessary to x-ray the surgical site to verify that the missing electrode was not still inside the patient. After reviewing the x-ray, the surgeon was confident that no debris remained in the surgical site. There were no patient complications reported as a result of this event.